Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse inspected the system and found that the wbc bath was not properly draining. The hgb problems were resolved before the fse arrived, likely due to the hgb lamp drying after the spill (bath overflow). A resolution was achieved by reseating the drain tubing through the 2-way pinch valve that switches between the red blood cell (rbc) and wbc baths (valve lv14). The instrument then passed verification, meeting published performance specifications. (B)(4).

Event description:
The customer reported an uncontained leak of about 15cc of fluid from an overflow from the white blood cell (wbc) bath of a coulter ac·t diff analyzer. Hemoglobin (hgb) lamp errors were recovered in connection with the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to results and controls; the lab does not run human samples.